Manufacturer narrative:
This is a correction of the previous report. The unique device identifier (UDI) and corresponding fields have been adjusted.

Event description:
It was reported that the device alarmed for apnea and check vent. Assembly during use. It was mentioned that no patient consequences were resulting from event. As per report, the issue was traced back to a broken vgc (ventilation and gas controller) module.

Manufacturer narrative:
The local dräger s&s organization was not involved in examination of the device and potential repair measures; further information such as e.g. Log file was not provided. This does only allow a general assessment and no case-specific evaluation; the observation and the finding can neither be confirmed nor denied. An apnea alarm will be posted when the device does not sense a flow at the patient opening. As explained in the IFU, the combination with the other alarm type check vent. Assembly changes the priority to medium and is an indicator that the breathing system is not correctly installed or exhibits a malfunction. The breathing system is the functional unit in which all the valves are embedded that control the ventilation cycles. The effects on an ongoing ventilation episode may vary, ventilation may become slightly compromised or insufficient - a differentiation is not possible due to lack of information and, the case is being reported in abundance of caution. Since the recommended pre-use check is able to detect such a deviation, it must be concluded that the issue had suddenly manifested during use. The root cause may have been a malfunction or a damage caused by unintended use error. A causal connection to the vgc is not likely. Finally, it can be concluded that the device posted appropriate alarms to respond to a deviation of unknown origin and thus, the issue does not incorporate a previously unidentified or falsely assessed risk. H3 other text : device not available for evaluation.

Event description:
It was reported that the device alarmed for apnea and check vent. Assembly during use. It was mentioned that no patient consequences were resulting from event. As per report, the issue was traced back to a broken vgc (ventilation and gas controller) module.